Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer mother reported via phone call that her son was hospitalized on (B)(6) 2017 with blood glucose of 420 mg/dl. The customer felt dizzy. Troubleshooting found that the customer experienced high blood glucose since the evening prior to the hospitalization with blood glucose of 500 mg/dl, 570 mg/dl and 590 mg/dl. It was also found that the pump would not respond to button presses and the customer could not enter carbs or deliver insulin. Customer treated with insulin. Customer's blood glucose at the time of call was down to 88 mg/dl. Customer declined to trouble shoot for high blood glucose. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider's instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive down arrow button due to unlocked connector at lcd board. Unable to perform functional test including rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test, delivery accuracy test, self test, displacement test or verify operational currents due to keypad anomaly. The drive support was inspected and no anomaly noted. Unit received with cracked case at the display window corners and display window. Unit received with minor scratched display window and case.